Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Insulin pump started alerting at 67 mg/dl and kept dropping. Blood glucose level was 40 mg/dl and took candy to bring it up. Customer declined to troubleshooting for low blood glucose as currently blood glucose level was 140 mg/dl. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer did not know the insulin pump would not suspend in auto mode. The insulin pump will not be returned for analysis.